Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain patient weight.

Event description:
Related manufacturer report number: 1627487-2020-33409. It was reported the patient was experiencing ineffective therapy. As a result, the patient underwent surgical intervention during which the system was explanted.